Event description:
Device 3 of 4. (Please see MFR report# 1627487-2010-02845, 02878, and 02880 for devices 1, 2, and 4).

Manufacturer narrative:
The manufacturer does not have a record of the lot number provided for this device. Evaluation results - the extension was visually inspected and appeared to be in good condition. The extension passed functional testing. Conclusion - the reported complaint could not be confirmed for this particular extension. The device passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.